Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional later reported left side "capsular contracture baker grade unknown-pending histology." The device has been explanted.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed broken device assessed as fold flaw opening. ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure observed non-penetrating nicks and creases were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a2, d9, h3, h6.

Event description:
Healthcare professional reported left side rupture. Healthcare professional later reported left side "capsular contracture baker grade unknown-pending histology." The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6. The event of "double capsule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported "device rupture, diagnosed by ultrasound." Healthcare professional later reported "capsular contracture baker grade unknown." Healthcare professional later reported "there was an increase in rippling with increasing, painful hardening, capsular fibrosis stage 4 after baker, painful mammary deformity. Capsule formation, implant rupture and double capsule, since implant related to bia-alcl the patient was very anxious and unsettled, severe depression and extensive scarring, pronounced giant cell fraction granulating inflammation reaction with detection of silicone." This record is for the left side. The device has been explanted and was not replaced.